Event description:
Healthcare professional reported, a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation. Information contained in this report was previously submitted, through asr /psr /410psr on 10/28/2013.